Event description:
It was reported that during a transcatheter aortic valve procedure, computed tomography was performed to assess patient anatomy and support sizing decisions for the evolut fx+ valve. The patient was identified as a "true tweener" with anatomy suitable for either a 29mm or 34mm evolut fx+ valve. A pre-implant balloon dilation was conducted due to calcification. The 29mm evolut fx+ valve was selected and deployed; however, at 80% deployment, the valve migrated aortic. Per the physician, this indicated it was too small for the patient¿s anatomy. The issue was resolved by preparing and successfully deploying a 34mm evolut fx+ valve on the first attempt. This resulted in a procedural delay of approximately five minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012659409); product type: 0195-heart valves; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, computed tomography was performed to assess patient anatomy and support sizing decisions for the evolut fx+ valve. The patient was identified as a "true tweener" with anatomy suitable for either a 29mm or 34mm evolut fx+ valve. A pre-implant balloon dilation was conducted due to calcification. The 29mm evolut fx+ valve was selected and deployed; however, at 80% deployment, the valve migrated aortic. Per the physician, this indicated it was too small for the patient¿s anatomy. The issue was resolved by preparing and successfully deploying a 34mm evolut fx+ valve on the first attempt. This resulted in a procedural delay of approximately five minutes. No patient complications have been reported as a result of this event. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The 29 mm valve kept moving aortic at 80% deployment and was never seated long enough to get a true depth but the target deployment depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve was fully recaptured and removed from the body before the 34 mm valve was implanted. The patient's native anatomy falling between two valve sizes was a contributing factor to the event.

Manufacturer narrative:
H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.